Manufacturer narrative:
Batch review performed on 17 january 2019. Lot 171039: (B)(4) items manufactured and released on 10 may 2017. Expiration date: 2022-04-26 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain, 15 months after primary surgery. The surgeon resurfaced the patella and performed a poly swap. The surgery was completed successfully.